Event description:
Information received by medtronic indicated that the insulin pump had post-reset ram crc alarm. Customer reported they were able to clear the alarm. Customer stated they did not receive request to rewind the insulin pump. Customer reported that they received replace battery alarm. The customer did not receive a low battery alert prior to the replace battery alert. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The test p-cap locks properly in place in the reservoir compartment noted. Pump received with scratched case. Identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history, these battery related alarms were found: low battery alarm: on 04/18/2022 at 07:42:00, on 04/19/2022 at 04:02:00, on 04/20/2022 at 02:44:00, 17:10:00, replace battery alarm: on 04/18/2022 at 17:13:00, on 04/19/2022 at 13:33:00, on 04/21/2022 at 02:41:00, replace battery now alarm: on 04/21/2022 at 03:12:00, 03:22:00, power loss alarm: on 04/21/2022 at 03:23:17, 03:23:28, insert battery alarm: on 04/18/2022 17:14:54, on 04/19/2022 13:36:21, on 04/20/2022 03:34:37. Pump error 23 alarm was found on 04/21/2022 at 03:23:04. The pump passed the displacement test, active current test, and self test, however the pump failed the sleep current test due to high impedance. No unexpected pump error 23, low battery, replace battery, replace battery now, power loss, nor insert battery alarms during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The original pcb 1 was installed in a test pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and sleep current measurement test failure noted. The original pcb 2 was installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and no sleep current measurement test failure noted. Customer alleged for power loss alarm was confirmed due to high impedance during sleep current measurement. Sleep current measurement test and active current measurement failure suspected to be in pcba 1. Customer alleged for pump error 23 alarm was found in the pump history, however was not confirmed during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.